Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing pain in his back area. The physician believed that the patient's spine was deteriorating at the location of the lead. The physician recommended an explant.

Event description:
A report was received that the patient was experiencing pain in his back area. The physician believed that the patient's spine was deteriorating at the location of the lead. The physician recommended an explant.

Manufacturer narrative:
Additional information was received that the physician advised that it was not necessary to remove the patient's lead, and he did not believe that the stimulator was the cause of the patient's new areas of pain. The patient was doing well. There is no further course of action.